Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29u30, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell about a month prior and their device was not working and they felt stimulation down their leg. They noted they fell because they worked in a kitchen and fell on a slipper floor. X-ray showed the lead had moved. An impedance check was also performed. The issue was not resolved at the time of the report, but a revision was planned for (B)(6) 2021.